Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: the investigation is based only on the event description as no device or images were provided. Based on what is reported in this complaint it is likely that the endoleak occurred due to the device used was shorter than planned due to advancement difficulty of zteg-2p-42-216-pf. Nothing indicates that the endoleak is related to a device failure and no evidence exists to confirm the product was not manufactured to current specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: an (B)(6) female patient underwent taa repair with right fa approach. Access route was confirmed to be larger than the main device (approximately 9mm). Though sporadic calcifications could be observed, these would not possibly obstruct advancement of the delivery system since the calcifications were dotted. The patient was suitable for endovascular repair. The physician was a supervisory doctor and complied with IFU. Zteg-2p-38-152-pf was placed in the distal site first, then delivery system of zteg-2p-42-216-pf was advanced from the right fa to be placed in the proximal site. The delivery system could advance smoothly up to the cia though, the physician felt strong resistance when it entered to the aorta. Since tip of the device looked slightly bent on angiography, the delivery system was removed. The physician judged that it would be risky to continue to use the device, another device (zteg-2p-42-162-pf) was used instead. ((B)(4)) delivery system of zteg-2p-42-162-pf could advance with no problem and the stent graft was placed in the proximal side. Final angiography confirmed slight proximal type I endoleak though, the procedure was finished with no additional treatment since there was no backup device ready in the hospital. The physician took a wait-and-see approach and will plan an additional treatment as necessary. ((B)(4)) patient outcome: the patient recovered and in stable condition as of (B)(6) 2013.